Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experiencing muscle stimulation presented in clinic. Upon device interrogation, the left ventricular lead exhibited loss of capture. Chest x-ray revealed the lead had dislodged. The device was programmed to right ventricular pacing only. The patient did not have any adverse effects from the event. The patient would continue to be monitored.